Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo catch gold 10mm specimen pouch intl opened by the account. Visual investigation of the bag noted it was cut in half. The bottom half was not received. The ring deployed and retracted without difficulty. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the secondary condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the procedure was done correctly the specimen was inside the pouch while pulling it through the abdominal wall the pouch ripped. The patient was not injured. Nothing fell into the patient's cavity.